Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Medtronic received information that following the implant of this bioprosthetic valve, post implant echocardiographic findings revealed that one of the leaflets appeared to be immobile. Re-examination of the valve found no abnormalities, however echo results again found no improvement in leaflet mobility. Subsequently, the valve was replaced with another mosaic valve, and echo results showed that valve to be working properly. There were no adverse patient effects. The explanted valve will be returned for analysis.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection showed evidence of blood contact. All leaflets were in the open position. All leaflets were slightly stiff but flexible. This is expected since the valve went through decontamination process that includes a high concentrate of a tissue fixation and the blood contact. The non-coronary and left cusps were intact. A slight tear was observed in the lunula of the right cusp adjacent to the left right commissure which appeared to have occurred during implant. All commissures were intact. Hydrodynamic testing data showed the gradients were lower than the baseline data. The regurgitations were slightly higher than the historical testing data. High speed video showed opening and closing characteristic were normal at all flow rates/cardiac outputs (i.e., full opening and closure; synchronous). The very slightly elevated regurgitation volume was likely due to a significant tear in the lunula of the right cusp at the left right commissure. Conclusion: the clinical observation was confirmed. The tear in the lunula of the right cusp at the left right commissure appeared to have occurred during the implant procedure, and lead to the observed insufficiency and decrease functionality of the leaflet. Based on the available information, the tear in the lunula of the right cusp was likely caused due to user interface with the product.